Event description:
Patient reported allegedly being diagnosed with crohn's disease and having the patients lap-band system removed w/o replacement. The patient stated that the patient "felt like the patient's body had rejected the lap-band." Patient reported experiencing rectal bleeding, pain, nausea, having to wear diapers, and having been been hospitalized several times. Follow-up findings: the patient confirmed the hospitalizations were related to crohn's disease. Health professional reported the patient had allegedly been experiencing "diarrhea since band was placed." And "rectal bleeding after severe abdominal pain" and the patient is "hemolytic." The patient had a computerized tomography (CT) scan of the pelvis with contrast, which showed "no issues, everything was normal, no indication for the diarrhea or rectal bleeding." A "colonoscopy showing colonic ulcers" was conducted and no treatment was reported. The doctor "did not diagnose with crohn's disease, he was just going by what the patient said." It is unknown if crohn's disease or the ulcers were a pre-existing condition. Follow up findings: the surgeon reported that the "diagnosis of crohns disease was made after the lapband was implanted." The surgeon reported the patient has "perinal fissures" and "four colonic ulcers" that were not pre-existing conditions and stated that the adverse events are not device related and that "the patient refused standard therapy for crohn's diseases. I explained it was not my recommendation for removal of lap-band, but the patient was fixated on removal. Patient was convinced that the band caused crohns disease. It is not my belief that this is the case (that the lap-band caused crohn's disease) and I told the patient that." The surgeon further reported that lap-band removal had "no impact on crohn's disease as the crohn's disease continued w/o change." The surgeon stated that the patient reported "minor diarrhea shortly after implant." It was also reported that the patients port was repositioned. Follow up findings: health professional clarified that a "flipped adjustment port" was identified using "fluoroscopy" and that the surgeon could "see band, but could not access it." The surgeon "tried to adjust" the lap-band device "multiple times", but the port was "tipped in lateral rolled position."

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."